Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: v713637, implanted: (B)(6) 2011, product type: lead, other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 29-apr-2015, UDI#: (B)(4). Eval code method, eval code-result, and eval code-conclusion apply to interstim ii (serial#: (B)(4)) and lead (lot#v713637). (B)(4). Apply to lead (lot#v713637) only. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy in the last couple of months in 2016. The patient had been on program 3 at 7.0v and it didn¿t seem to be helping too much. The patient couldn¿t exceed an hour and a half without having to go use the bathroom. The patient totally saturated their pad as well. It was confirmed that the patient was able to feel stimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that their issues have not yet resolved, but are trying a new program for the next two week. No other new information was reported. Additional information from the patient reported finding a correct setting was not easy and they are trying different programs. They noted they are "to see doctor". Their issues were not resolved. Additional information received from a family member. Consumer said the manufacture representative (rep) found a damaged lead wire when they followed up with the managing healthcare provider (hcp) and rep at the time (2016). At the time, the patient didn't want to undergo another surgery for removal so the system was left in the body. They now need an MRI head scan for multiple sclerosis (ms) and they are uncertain if the device is off or if the damaged lead will increase risks during the MRI (ms is not related to device/therapy). The call center reviewed there are no MRI guidelines that speak to damaged leads and recommended having the hcp determine status of implant and contact the manufacturing company to discuss the MRI guidelines. The next day, consumer called back saying the lead issue occurred in 2015 or 2016 and they aren't sure if the device ever truly worked for the patient. On february 6, consumer called back saying the system hasn't worked since (B)(6) 2016. They then noted the patient slipped off the bed and thinks the wire became disconnected. The patient was examined by the rep at the hcp's office, but didn't mention if they left the system on or turned it off and can't find the patient programmer (pp) to see if the ins is on or off. As a result of what was reported, the phone number for national answering service was given to the consumer to request the hcp to see if a rep could check the battery. Six days later, a rep called in saying the patient fell on their butt and the ins hasn't worked since. As noted, the caller said someone confirmed the lead was compromised in the past. The rep did not know if the person who confirmed the compromised lead was the manufacturing company's employee or employee of the clinic. The rep checked impedances and all contacts were >4000 ohms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 3093-33, lot# v713637, implanted: (B)(6) 2011. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was unknown. An explant was not scheduled or planned.

Manufacturer narrative:
Product ID 3093-33, lot# v713637, implanted: (B)(6) 2011. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). In response to the inquiry of why the ins didn¿t work and if a cause had been determined, the rep replied ¿known.¿ in response to the inquiry of what actions/interventions had been taken to resolve the device issues the rep replied they had turned off the device. The rep reported that the device status was unknown; they had no information on the device status. There were no further complications reported.